Manufacturer narrative:
This is a duplicate of emdr 1218950-2019-05548.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's display is not showing. There was no patient involved.